Event description:
It was reported that pump experienced malfunction with malfunction alarm code 16 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if malfunction returned, which customer acknowledged and understood.